Event description:
A surgeon reports that during lasik surgery on a pt's right eye, the laser stopped firing and she was unable to complete the procedure. At that time, the surgeon chose not to complete the procedure at a later date because the pt was doing well. Bcva was 20/20 and ucva was 20/25. Follow-up info indicates the pt regressed to 20/40, an enhancement was performed and the pt's bcva is now 20/20 and ucva is 20/25+.